Event description:
It was reported that during a prostate procedure, fiber showed decreased vaporization and fiber damaged at the tip at 20,270 joules. The fiber was exchanged for a second fiber which showed decreased vaporization and fiber damaged at the tip at 108,320 joules. The physician performed a turp to complete the case. "No injury to patient" reported.